Manufacturer narrative:
A review of the manufacture records of this device did not reveal any discrepancies relevant to the reported event.

Event description:
The procedure was everflex stenting in the right sfa via contralateral access. After deployment of the stent, the doctor removed the delivery system and the tip of the delivery system snapped off in the patient. It remained on the wire and the physician was able to snare it using a 4mm snare.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the protege everflex stent delivery system (sds) was received for evaluation without the stent (deployed in vivo). The protege everflex inner shaft separated approximately 3mm proximal to the polyimide component.